Event description:
On 11/03/09, this senior medical surveillance specialist spoke with the patient/layperson regarding his inaccuracy complaint. The pt confirmed the initial information and reported the following. Approximately three weeks prior to calling, the pt's blood glucose results were elevated when he tested with his onetouch ultra2 meter. When the pt doubted a result, he often compared it to a test on his ultra meter using the same test strips or retested on the ultra2. The pt could not recall specific results, only that the variance between the tests was 15 to 20 mg/dl. Because the pt's lantus and apidra insulin doses are based upon his blood glucose results, the pt alleged that on a few occasions about one month prior, he increased the apidra (and once the lantus) after which he became dizzy and sweaty. The pt self treated with either orange juice or a cookie. No intervention was required from an hcp or another person. The pt did not have control solution to trouble shoot with the customer care advocate who replaced meter, test strips, and control. Because the pt alleged he became sweaty and dizzy after injecting extra insulin based upon reportedly inaccurately high blood glucose results, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.